Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that they were unable to get coupling with the recharger. For a moment, they had been able to get 2 bars. The implantable pulse generator (ipg) seemed slanted. Another new recharger was tried and the same results occurred; they were unable to charge. The implanting physician was notified and the issue was not resolved at the time of this report. The patient was alive with no injury and no surgical intervention had occurred. It was unknown if one would be planned. Additional information received from the rep in response to follow-up reported that the physician had thought it was due to post-operative swelling. No further information was known. Relevant medical history included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via a manufacturer representative (rep) indicated that the patient had difficulty getting coupling between the ins and the recharger. They stated that they never were able to get more than 4-6 bars. There were no falls and the patient had been compliant in keeping the battery charged. The patient was getting good stimulation. The patient was seen post op by their physician, and they thought that it was post-operative swelling. The rep would be seeing the patient in the near future to address the issue. Additional information received from the rep indicated that they were getting 80-80-80 during antenna locate (al) use. The rep was able to get a baseline of 74 and best value of 82 that resulted in 2 coupling bars. The patient could get 2 or 4 bars in some cases. The ins felt tilted in the pocket and the patient felt it had been that way since implant. The header block was superficial and the bottom of the ins was deeper. The patient notified their managing healthcare professional (hcp) and no action was taken at that time.